Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was produced and distributed in february 2013. The screw shows heavy wear and tear signs, especially on threaded side. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. It is likely that the screw was inserted too close to the nail so that the threaded part of the screw striated along the nail during the screwing process. The deep nick on the threaded part is the result of an intense occurrence of friction between the screw and the nail. The for the complaint relevant dimensions were checked as far as possible and find to be within specifications. No further investigation needed because the damage was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation (pfna) broke into two pieces at the distal screw hole level location. The broken screw was explanted on (B)(6), 2014 this is report 2 of 2 for (B)(4).